Manufacturer narrative:
Outcomes to adverse event, type of reportable event: brainlab conclusion: a risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than intended, with the brainlab device involved, despite according to the surgeon: there was no (direct or increased) risk to harm a critical structure due to this issue; there was no negative clinical effect for this patient due to this issue, also not due to prolong/additional anesthesia; there was no new or prolongation of hospitalization due to this issue; there are no further remedial actions (besides revision surgery) necessary, done or planned for this patient due to this issue (the patient is currently in the hospital being treated with antibiotics, and a further revision surgery is currently not planned). Further potential contributing factors, however, to a much lesser extend (esp. Since the actual and planned trajectory path did match): a shift of the patient's brain may have occurred in between the preoperative image data used with navigation and the changed anatomical situation during the surgery, e.g. Due to the burr hole and/ or loss of cerebrospinal fluid (also the patient had an abscess in the brain, that might further contribute to this effect). This shift of the patient's brain cannot be recognized or compensated by the navigation, which uses the preoperative image data for display of instrument positions relative to the patient's anatomy. A pointer was found bent, which may have compromised accuracy verification conclusions. No new ndi drms were used for unsterile equipment, which could have negatively affected the initial registration accuracy since this may lead to visibility issues, i.e. The camera may not be able to accurately track the position of the spheres, which may lead to inaccurate positioning information of patient reference array or instruments. The navigation reference array may have moved during the procedure due to a not sufficient rigid fixation, and/ or the patient's head in the (non-brainlab) head holder might have moved during the surgery. Apparently, the deviation has not been recognized by the user (prior to performing the biopsy) with the necessary continued verification of accuracy throughout the procedure (or during the biopsy by a resistance force caused by the temporary deformation or shift of the abscess). In regard to the revision surgery, please note that the deviation has been directly detected with the corresponding measures in place, before any critical surgical steps had been performed with the inaccurate device. (However, since a brainlab pointer was found bent which may have been used during this surgery, a potential contribution of the brainlab device to a potentially undesired outcome could not be completely excluded). According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the inaccuracies (which were detected) and any potential deviations between planned and actual trajectory (final pathology result or post-op scan not available) is: less than ideal scan used for registration (post-op scan of (B)(6) 2019) which did not match patient anatomy (on (B)(6) 2019) due to skin shift (impairment at ears, different position of patient during scan acquisition and during surgery), swelling within brain and also of incision site (abscess present and surgery done), distortion correction was not enabled during scan acquisition; bent pointer may have added to a deviation since e.g. Used for planning of new trajectory; the method used by the surgeon (taking into account the detected deviation). The surgeon could only estimate the position of the instruments within the anatomy of the patient, since no accurate match of the display of the navigation to the current patient anatomy had been established. The deviation has been recognized (prior to performing the biopsy) by the user with the necessary continued verification of accuracy throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The bent pointer shall be removed from clinical use.

Event description:
A cranial surgery for a biopsy (diagnostic sample) has been performed with the aid of brainlab navigation version 3.1.1 (on (B)(6) 2019). The volume of the target object is 2.92 cm³ (this corresponds to diameter of 17.7 mm if the target object would be a perfect sphere). A pre-operative MRI scan was acquired 2 days prior to the surgery, to use with navigation. During the procedure the surgeon: positioned the patient in a lateral orientation and attached the brainlab 4-sphere standard reference array for navigation; planned a trajectory; performed the initial patient registration on the pre-operative MRI scan (surface matching registration using softouch) to match the display of the navigation to the current patient anatomy; first two registration attempts did not lead to a satisfactory result, for the third attempt landmarks were acquired (pre-registration); verified the accuracy of this registration (by checking multiple landmarks) and judged the registration accuracy to be very good; marked incision and pre-planned entry point on the patient skin; draped the patient and verified accuracy (using the pointer at the planned entry point) and judged the registration accuracy to be very good; drilled the burr hole, detected a deviation, and adjusted the entry point of the planned trajectory (to reflect the center of the burr hole); aligned the varioguide to the trajectory; performed the biopsy using the brainlab-distributed (pajunk) biopsy needle, collected 2-3 samples (same number of samples as originally planned); realized that the samples did not contain abscess fluid as desired (pathological findings were inconclusive); acquired a post-operative mr scan and detected a deviation in target point (actual trajectory matched planned trajectory, but biopsy needle stopped outside capsule lining of abscess instead of reaching center of abscess). A revision surgery was performed on (B)(6) 2019 with aid of navigation. Two registration attempts were performed using two navigation systems (curve 1.1 / 1.0 with nav. Sw cranial 3.1.1 / 3.1.0), which did not lead to a satisfactory result (deviation of about 1.5 cm in depth at top of skull in both cases). The attending brainlab representative advised not to rely on navigation, but the surgeon decided to take into account depth deviation and created a new trajectory using the pointer, drilled a new burr hole, aligned the varioguide to the trajectory, and performed the biopsy. Some samples did appear to look possibly abnormal, and were sent to pathology for cultures (final result unknown to brainlab to date). According to the hospital / surgeon: there was no (direct or increased) risk to harm a critical structure due to this issue; there was no negative clinical effect for this patient due to this issue, also not due to prolong/additional anesthesia; there was no new or prolongation of hospitalization due to this issue; there are no further remedial actions (besides revision surgery) necessary, done or planned for this patient due to this issue (the patient is currently in the hospital being treated with antibiotics, and a further revision surgery is currently not planned).